Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Accuracy testing was completed using a retained kit of architect stat troponin-I reagent lot 89202un12. An internal troponin-I panel was tested. Acceptance criteria was met, which indicates acceptable product performance. Customer complaint data was reviewed and no adverse trends were identified for lot 89202un12. The architect stat troponin-I reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.

Event description:
The customer stated that an elevated architect stat troponin-I result of 0.232 ng/ml was generated and questioned by the physician. The sample was repeated and a result of 0.00 ng/ml was generated on the original analyzer and also on a second analyzer. There was no report of impact to patient management.